Event description:
It was reported that the flushing port was damaged. During preparation, attempts were made to lock the three-way, but it was discovered that the flushing port of the farawave pulsed field ablation catheter had ruptured. Subsequently, the catheter was replaced, and the issue was resolved. There were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
Upon device return and inspection, it was observed that the flush luer detached from the flush port. Additionally, an image of the device was provided from the procedure that showed the detached flush luer.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the flushing port was damaged. During preparation, attempts were made to lock the three-way, but it was discovered that the flushing port of the farawave pulsed field ablation catheter had ruptured. Subsequently, the catheter was replaced, and the issue was resolved. There were no patient complications. The catheter is expected to return for analysis.